Event description:
The handpiece overheated during a procedure and the patient received a minor thermal burn injury to the inside of their cheek. The end-user was not able to provide any information on the date of the incident or patient information. The end-user has had no reports of issues resulting from the burn injury by any of their patients, so they are believed to have healed normally without need for additional medical treatment.